Event description:
It was reported that this patient was undergoing a medical procedure. As a result, this cardiac resynchronization therapy defibrillator (crt-d) device was placed in electrocautery protection mode. However, when electrocautery was used by the physician as part of the procedure, there was what was believed to be pacing inhibition with asystole greater than two (2) seconds observed on an external monitor. Boston scientific technical services (ts) indicated to the boston scientific representative (rep) that pacing inhibition should not occur as the device is programmed to systematically pace while in electrocautery protection mode. Ts explained that the observation could be due to an actual loss of capture. Ts also discussed that the cause of the observation could be due to the defib detect circuit feature of the crt-d device, which is designed to truncate the duration of a pacing pulse delivered by the device when it senses an external current over a specific threshold. This feature is designed to prevent the patients heart as well as and the device circuitry from receiving current energy from an external source. The specific cause of the observation is not known. The device remains in-service. No patient symptoms or adverse patient effects were reported.